Event description:
I began experiencing strange symptoms three months after my breast augmentation surgery. Prior to my breast implants, I was completely healthy and had never had autoimmune symptoms or any other health issues. Some of the most prevalent symptoms are: reoccurring infections, widespread muscle and joint pain, acid reflux, chronic fatigue, neuropathy, vertigo, visual disturbances, cognitive and memory issues, hair loss, anxiety and panic attacks, bladder pain, and insomnia. I was later diagnosed with fibromyalgia and interstitial cystitis. Due to the timing of the onset of the symptoms, I believe without a doubt that my implants are the cause of my declining health, and I will be undergoing explant surgery in a few weeks.